Event description:
The dr claims that the fabric was implanted as a carotid aortic patch and that the pt subsequently developed a carotid aortic occlusion. The dr has also stated that this event was not related to the patch. There is no further info attainable.